Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone all that the battery cap would not come off. Customer's blood glucose was 468 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.